Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. The service engineer (se) inspected the device and replaced the gas delivery system (gds). The ventilator passed all tests. Gds was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) in the airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that when disconnecting the device from patient end, the device does not go into standby, the device keeps ventilating. No patient harm reported.